Event description:
A medtronic representative received a report from a site operating room (or) manager that their navigation system vertek arm was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement vertek arm shipped to site (B)(4) 2014. Medtronic investigation of returned suspect vertek arm finds that the handle lock screw had been broken out. As a result, the handle is loose, spinning freely. Physical damage - damaged hardware - directly caused event.